Manufacturer narrative:
The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that patient factors (bulky calcification on the non-coronary cusp) contributed to the intracardiac fistula. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Cardiovascular injury including perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention is listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a balloon valvuloplasty (bav) was performed with the 23mm balloon without difficulty. Then after a successful deployment of a 26mm sapien 3 valve in the aortic position a left/right shunt or fistula to the right ventricle was noted. A small amount of bulky calcification on the non-coronary cusp was pressed against the wall, causing a perforation. The patient remained stable; therefore, a decision was made not to intervene at that time but to perform an open heart surgery post procedure (wait a few days) in order to remove the sapien 3 valve and implant a surgical valve. Of note, the annulus size was borderline between a 23mm and 26mm valve, a decision was made to implant the 26mm valve with 1ml less volume.

Manufacturer narrative:
Correction: describe event or problem (b5): a decision was made not to intervene at the time but to perform an open heart surgery post procedure in order to remove the sapien 3 valve and implant a surgical valve. However, one day post procedure, instead of performing an open heart surgery, the shunt was closed with a plug. The patient is stable.